Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the thyroidectomy procedure, stimulation was performed with the probe, but there was no response from the system. The anesthesiologist and surgeon confirmed the tube electrode position, and there were no problems with the position. In order to replace it with a new tube, the tube replacement is performed under anesthesia. After the replacement, the device could be used without any problems. The procedure was delayed by 30 minutes. There was no patient injury reported.

Manufacturer narrative:
H3: product analysis: visually, there was no damage in the construction of the device that would have resulted in the reported event. Electrically, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.5 ohms (blue), 3.5 ohms (blue with clear tubing), 3.2 ohms (red), and 3.4 ohms (red with clear tubing) in which all of the electrodes were within specification. There was no intermittent behavior while manipulating the connections or the shape of the tube. For further analysis, the cuff balloon was injected with air via a syringe and there were no issues during inflation or deflation. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes fdm b21, fdr c21 and fdc d16 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and indicated that the there was no allegation against the probe and it was discarded by the customer. There was neither visual nor audible indicators alerted. Customer did not indicate that the intermittent issue was a connection issue. Also, customer not alerted by something on the screen that the connection was intermittent.